Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was admitted to the hospital due to an elevated blood glucose (bg) level of 700-959 mg/dl. The customer was treated with intravenous saline and insulin, and was released from the hospital on (B)(6) 2021 with no permanent damage. Reportedly, air bubbles were observed in the infusion set tubing, and pump supplies were changed to address the issue.